Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. A 2.50x32mm taxus element stent was selected and advanced. Then it was noted the stent strut moved forward on the delivery system because of the very calcified lesion. The device was removed. This procedure was completed with another same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed that the struts at the distal end of the stent had been damaged. This type of damage is consistent with the stent meeting resistance upon advancement. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. A 2.50x32mm taxus element stent was selected and advanced. Then it was noted the stent strut moved forward on the delivery system because of the very calcified lesion. The device was removed. This procedure was completed with another same device. No patient complications were reported.